Manufacturer narrative:
Unit received with scratched lcd window, broken reservoir tube lip, and cracked battery tube threads. No cracks on lcd screen noted.

Event description:
The customer reported that there are cracks on the lcd screen and the reservoir compartment. The blood glucose reading was 171 mg/dl. Prior to the event, the patient was changing her infusion set. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.